Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a size 21 bioprosthetic aortic valve, implanted approximately six (6) months and twenty-six (26) days ago, was explanted and replaced with another edwards same model valve, but size 19. A phone call from the patient's wife indicates that the patient passed on surgery day due to cardiac arrest. Edwards is performing follow up attempts to obtain additional information regarding this event.

Manufacturer narrative:
Additional manufacturer narrative: there was no additional information provided regarding the explant or the patient's death. Therefore, the root cause of this event cannot be identified or evaluated at this time. There is no information to suggest a relationship between the edwards device and the patient's death. Additional information will be reported if received. Edwards will continue to review and monitor all events.